Manufacturer narrative:
(B)(4). Fired through lockout. The analysis results the found that it was returned with the jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; no clip was released. Further evaluation found that the device was empty and the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining.

Event description:
It was reported that during a procedure, the device jammed and would not fire. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.